Event description:
Customer reporting 1 false positive sars result for 1 patient. Initial test resulted positive and upon repeat, test was negative. Confirmation testing done with pcr resulted as negative. It is unknown if patient was symptomatic or asymptomatic.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.